Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted due to an infection. Patient was sick and diagnosed with enterococcus. No additional adverse patient effects were reported.